Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cloudy image. The reported malfunction occurred during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Updated fields:d4, d8, h3. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive part of the objective lens has come loose. Based on historical data, possible causes damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.